Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of inappropriate shocks. Tachycardia therapy was programmed off and the patient was admitted to the hospital. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.